Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump had a broken reservoir tube lip, a cracked reservoir tube window, a broken belt clip slot at the battery tube threads area and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.